Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the planned treatment was performed by the customer, and it was completed as planned by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system didn't start the host pc. Upon troubleshooting, rse checked and found that the misconnection in the host pc. To resolve this issue, rse instructed customer to check all the connections in the host pc by checking all the cables. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigation's provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigation's provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is non reportable. The codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.